Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. Additional information was obtained from the field representative indicating that the lead was dislodged twice during implant and another after pocket closure. It was also noted that the patient was in atrial fibrillation so the physician decided to plug the port. This lead was explanted. No additional adverse patient effects were reported.